Event description:
The event is reported as: the one way valve is positioned backwards. No pt injury reported.

Manufacturer narrative:
Device evaluated by MFR, the device sample is available for eval. The device sample was not returned for eval at the time of this report.